Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced. Furthermore, the physician suspected an rv lead fracture to be the cause of the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time to resolve this. The patient was in stable condition and will continue to be monitored.